Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and an issue was noted in the brim cap area. The device was unable to deflect or relax completely. Blood was identified in the side port. No damages or dislodgements were noted on the brim cap, hemostatic valve, or hub. The amount of blood loss is unknown. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-may-2025, the photo analysis was completed. Device investigation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, the tip of the sheath was observed slightly deflected. However, the position of the knob cannot be determined based on the photos provided and red fluid was observed in the side port but no leakage was observed. Therefore, neither the reported deflection issue or the leakage issue can be confirmed based on the photos provided. A device history record evaluation was performed for the 60000614 finished device, and no internal actions related to the reported complaint condition were identified. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).